Manufacturer narrative:
Medwatch field d4 was updated.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The reporter also stated they received an abnormal low signal measurement alarm on the second channel of the analyzer, which is not used for total psa testing. The sample initially resulted in a total psa value of 0.0115 ng/ml on (B)(6) 2021, which repeated as 4.75 ng/ml on (B)(6) 2021. The repeat value was believed to be correct according to the patient's history. The total psa reagent lot number was 55047201, with an expiration date of 31-oct-2022.

Manufacturer narrative:
Upon review of the alarm trace, several measuring channel alarms occurred on the channel used for psa testing. These alarms occurred on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. There were multiple alarms from (B)(6) 2021 to alert the operator of a problem with the measuring cell. The alarms inform the operator to contact a roche service representative. The operator has overridden the automatic settings of the channel and kept measuring. No controls were run to check the performance of the measuring channel. The complained sample was measured during the times the alarms occurred. The alarm trace also showed alarms indicating issues with sample quality. During the time period the complained sample was measured, sample clot and sample foam alarms occurred. The investigation determined the operator ignored warnings from the analyzer indicating there was a hardware issue and continued testing. The field service engineer replaced the pinch valves and there have been no further issues since this action.